Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was ok and there were no alarms. Quality controls were within range. There was no indication of a reagent performance issue. Upon review of the alarm trace, multiple abnormal aspiration, sample foam detection, and sample short alarms occurred near the time the sample was processed. These alarms indicate possible poor sample quality. The field service engineer determined there was buildup in the mixing vessel. The customer cleaned out the mixing vessel and performed ise primes. The customer ran ise checks, calibration, controls, and precision studies; results were within the customer's standards. On a return visit from the engineer, mechanism checks and priming were performed. The vacuum line was verified. The customer ran calibration and controls; results were within the customer's standards. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas pro ise analytical unit. The sample initially resulted in a na value of 151 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting in a value of 142 mmol/l. The repeat value was deemed correct. The na electrode expiration date was 06-dec-2022. The electrode lot number was requested, but not provided.